Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the lead migration was not determined. Surgery had not yet been done and the issue was not yet resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a175, serial/lot #: (B)(4), ubd: 25-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that she wasn¿t getting any stimulation on the left are where the pain was. The patient was not getting the pain relief on the left side and the representative was unable to reprogram to cover the pain. An x-ray was done that showed the lead had migrated. The patient was going to be referred to the implanting surgeon for a possible revision. The issue was not resolved at the time of the report. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-17. Technical services reviewed potential components needed for a lead revision due to a migration. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial# (B)(4). Implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that surgical intervention occurred on (B)(6) 2018. No further complications were reported.